Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth 3 months post treatment in left eye temporal flap margin. It was stated that the patient has no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Surgeon reported that the blurred vision is due to slight undercorrection, not due to epi ingrowth. Monitoring for enhancement. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/15 -3.25 x -.50 x 173, left eye pre-op 20/15 -3.50 x -.50 x 178. Bcva from (B)(6) 2015: right eye pre-op 20/15 -.25 x -.50 x 175, left eye pre-op 20/15 -.25 x -.25 x 15.